Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information the investigation was unable to determine the cause of the reported issue. The subsequent treatment is related to the circumstances of the procedure. In this case, it is possible that the foot may not have been fully in the vessel contributing to the difficult to open and the foot capturing tissue during closure causing the entrapment; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using a prostyle device after an unspecified procedure using a small-bore sheath (</-8f). Reportedly, the foot of the device would not open fully nor close fully once inserted into the common femoral artery. A surgical cut down was performed to remove the device and achieve hemostasis. There were no adverse patient effects. No additional information was provided.